Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote nc balloon catheter. The device was microscopically and visually examined. There were numerous kinks in the hypotube. There was blood and contrast present in the inflation lumen. The device had exit notch damage. There was blood present in the balloon and the balloon was loosely folded and had tip damage. The shaft of the device had a 9mm longitudinal tear in the inflation lumen 9.8cm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.0mmx20mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.0mmx20mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported.